Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on july 13, 2007, and alleged that the meter was prompting an apply sample message. The patient was unable to use the meter since 2007. She reported having a headache, which she attributed to high blood glucose. She took an extra dose of her glyburide and glyset and her symptoms improved. She also reported that at times, she would feel low (dizzy and shaky). She would treat herself with food and drink and her symptoms improved within 20 minutes. The patient was unwilling to troubleshoot; therefore, the issue remains unresolved. The customer care advocate noted the meter had been replaced before. The patient was advised to use the replacement meter. This complaint is being reported, as the patient alleged that she was unable to test and during that time she self-treated for both high and low blood glucose episodes.